Event description:
Following are the result of testing on the cutera laser previously noted as a possible equipment malfunction reported to you under the safe medical devices act. The equipment was tested by a contracted outside source in 2008. The system was verified as operational and ready for use. The output energy was normal and stable. It was determined that there was no equipment malfunction. During this calibration check, an upgraded shutter to crs was installed. This was a normal service procedure not related to the issue. As part of the service, the following actions were also taken. Excel hp window was cleaned. Safety features were verified as operational. Heat exchanger was verified as clean. Castors verified as tight. Excel hp cooling tip verified as normal. Verified coolant is full.